Event description:
It was reported that pump button was hard to press and felt sticky. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.